Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm thoracic aortic aneurysm. It was reported that the patient was complaining of back pain the same day after the index procedure. A CT scan was performed and a type b dissection was found to be originating from the distal area of the valiant. The physician stated that the cause of the event was due to vessel morphology. It was further noted that the event appears to be attributed to considerably poor condition of the patient¿s blood vessel. During the bypass procedure, the physician noted that the intima was almost collapsed. The patient¿s advanced age could have been another factor. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.